Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Inspection of the returned device found the probe was broken at approximately 16 mm from the tip. A black discoloration was noted on the fracture surface of the probe, with cracks spreading from the black discoloration. The evaluation revealed the gripping surface was worn, and there were no scratches around the starting point of the probe rupture. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during a therapeutic laparoscopic hernia repair, the base of the grip of the probe broke in the abdominal cavity. The customer reported it is unknown what tissue the surgeon was grasping at the time and it is unknown what the device output settings were. The broken piece was retrieved from the patient. It is unknown how the device was retrieved. It is unknown if there was a surgical delay due to the malfunction. The procedure was completed with a similar device. The customer reported no patient impact due to this malfunction. The head nurse speculated that the doctor may have twisted the tip while outputting. The customer also reported this was the third case of the day using the subject device. The customer inspected the device before use and there were no anomalies found. A request for additional information is in progress.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue was caused by the following: 1.only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2.a force was applied to the distal end of the probe, causing the probe to break at the cracks. In addition, the following may have been contributed to the worn-out grasping surface: the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated; or it could not be confirmed whether the tissue was completely resected when the ultrasonic output was repeatedly activated. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.¿ ¿do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ ¿before inserting the probe, open the control handle. Do not insert the probe into the handle while the control handle is closed. Otherwise, the grasping section and probe tip may contact each other, and this could cause deformation or detachment of the grasping surface (white part).¿ this supplemental report includes information added to b5 and g2.. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.